Event description:
It was reported by the patient's daughter that following implant of the pacemaker in 2023 the patient experienced multiple health problems. After the procedure, upon leaving the hospital, the patient experienced a pulsing sensation in her abdomen which was associated with episodes of shortness of breath. It was also stated that the patient went on to develop fluid in her lung, pneumonia, neurological changes (unspecified) and stroke. The patient was referred back to her physician. Any relationship between the development of the patient's health problems and the implant procedure or device is unclear at this time. Additional information is being requested.